Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection and functional testing noted a leak at the rf seal. The reported condition was verified. The cause of the event was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag was leaking during peritoneal dialysis (pd) therapy. It appeared that the bag was not sealed around the tubing port on both sides. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to the previously submitted manufacturing location (in follow up MDR) to remove baxter healthcare - (B)(4) and change back to baxter healthcare - (B)(4) (as submitted in the initial MDR). Should additional relevant information become available, a supplemental report will be submitted.